Event description:
The home care provider (hcp) reported the following info: (1) a pt filled their c1000t portable unit before they went to bed. (2) they then noticed that liquid oxygen had gotten on their leg, causing a minor burn that they treated with topical ointment. (3) the next morning, the homeowner where the pt resides found the pt's entire sock discolored due to liquid oxygen that had saturated pt's foot. (4) the pt was taken to the hospital and released after having a toe removed. (5) they later had to have their leg amputated from above the knee. (6) the pt rides around on a scooter and has an unk condition which has caused pt to lack any feeling in the legs. (7) the stationary they used to fill the unit is not a puritan bennett product. (8) the pt continues to use liquid oxygen.